Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 8.00am. The customer blood glucose level was 800 mg/dl at the time of incident and the current blood glucose level was 800 mg/dl. Customers other blood glucose value was 128 mg/dl. The customer was treated with insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer performed self-test on insulin pump and the self-test passed. The device will not be returned for analysis.